Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that healthcare professional (hcp) fractured lead upon lead removal. Partial explant done. Hcp did dissect and massage to remove lead but lead still fractured.